Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a bacterial infection, enterococcus faecalis. The implantable pulse generator (ipg) system was extracted. No further patient complications have been reported as a result of this event.